Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had perforated the patient's ventricle and intermittent pacing failure was observed. The patient also experienced palpitations and chest discomfort. An x-ray and computerized tomography (CT) scan were performed, which confirmed that the rv lead had dislodged. A revision procedure was performed to reposition the lead. The lead remains in use. No further patient complications have been reported as a result of this event.